Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a defective q1 component on ECG "c¿ and ¿d" in the distribution node (dn), causing ecgs ¿a¿, ¿c¿, and ¿d¿ to not recognize. The belt did not pass falloff testing. The root cause for the defective q1 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.